Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. In a separate visit the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.